Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was over 600mg/dl. Customer changed out her infusion set and her blood glucose took a while, but a came down to 53mg/dl. Customer's current blood glucose ranged 329mg/dl-379mg/dl. Customer treated with pump and manual injections. She stated her blood glucose was high due to her eating. The pump passed high pressure test. Offered troubleshooting for low blood glucose and customer declined. The customer was advised to call back if she needs to troubleshoot at a later time.